Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was in for a routine follow up appointment and a type I distal endoleak was observed. The physician stated that the stent graft had migrated up from the sma and this has caused a type I endoleak. The patient was successfully treated a month later with two valiant 46x46x100 stent grafts and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine. A review of returned films 2 years post-implant revealed that the stent grafts were positioned in the descending thoracic aorta; the distal graft margin was approximately 2cm above the sma. There is a distal type I endoleak, as well as a likely dissection flap near the distal graft margin. The distal stent graft od is approximately 38x42mm, and the thoracic aorta diameter at this location is 50mm. The aortic diameter at the sma is 33mm. Earlier post-implant films were not provided and the anatomy at implant was not provided; however, it is possible that disease progression may have contributed to the reported stent graft migration and endoleak.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results and conclusion: (endoleak, migration). (Lack of information, cause of event is unknown). (Disease progression may have contributed).